Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of formal investigation, it's likely the damaged ceramic tip occurred due to wear and tear, wrong handling, or cracks in the insulation material, which are not visible in most cases. It is very likely that the described issue was caused by the impact of a major mechanical force, e.g. A blow or a fall. Based on the nature of the damage, it's likely that this is a thermo-mechanically induced damage. It is unclear, whether the insulation insert had a previous damage or wear and tear through reprocessing or from the last procedure. Fragments of the ceramic isolation inlet will usually be removed by the surgeon during the procedure. If the fragments are not found, they can be located using x-ray or a CT scan and are subsequently removed. The following chapter is included in the instructions for use: ¿4.1 ¿inspection and testing.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a loose beak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ceramic tip on the olympus resectoscope needed to be replaced. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.